Manufacturer narrative:
Reference: cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the custom made device was found to be too large once the planned knee arthroplasty was underway. A stock size tibial component was used in its place. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Pictures of item were provided, and the characters on the device matches to the print. No visual wear or abnormalities were noted. DHR was reviewed and no discrepancies were found. Sterigenics certificate shows all devices were sterilized per specifications. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.